Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 extensions; however, it is unknown which extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs extension, model: 3383, UDI: (B)(4), batch: 3874280.

Event description:
It was reported during an ipg replacement the one of patient's extensions had high impedances. Surgical intervention was undertaken wherein both extensions were explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.